Event description:
During a post procedure follow up of a successful implanting of the stent (subject device) in the right vertebral artery. The angiogram results showed asymptomatic target lesion restenosis which was treated with revascularization

Manufacturer narrative:
Device manufacture date. Unk as the batch number was not obtained.